Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events. The customer had recently changed to yellow bar code labels to use on stat samples from the ER. The label stock appeared to be very glossy. Sample bar code labels were received from the site and were tested using the quick check 600/800 series bar code verifier. The label symbology is code 39 with no check character. The sample labels failed specs for reflectivity of media and some had visible gaps and voids. Note that the sample bar code labels are not a beckman coulter inc product. Further it was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. On (B)(4) 2009, a field svc engineer visited the site and retrofitted the bar code reader to a visible light reader. The replacement reader was tested and proper operation was confirmed.

Event description:
The customer reported that the lh750 hematology analyzer misread the bar code identification label on sample (B)(6) as (B)(6). The test results were accompanied by an instrument-generated "no match" message. The label was printed on yellow glossy paper. There were no erroneous results reported outside of the lab. There were no reported changes to pt treatment associated with this event.